Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: hh90t02 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a. Product ID: a820 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID tm90t0 (serial: (B)(6)); product type: 0001-accessory; product ID hh90t02 (serial: (B)(6)); product type: 2201-mobile platform. Brand name: synchromed; product ID: a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that about a week ago the communicator was having issues charging. The patient stated last night the communicator would not charge at all. The patient stated the charging port of the communicator was bent and loose and it would not charge. A request was sent to repair to replace the communicator. Additional information was received from the patient. It was reported that a code popped up every time they missed a bolus and then it makes them reboot the "system". The patient will call back if they need further assistance.

Manufacturer narrative:
H3. Analysis of the communicator found no anomalies were visually observed, passed bench test, and electrical failure (trs210003.2/vbus current default power/-). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.